Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on 11-feb-2021. The most recent information was received on 19-apr-2021. This spontaneous case was reported by a consumer and describes the occurrence of menstrual disorder ('menstrual disorders') and pulpitis dental ('serious dental problems (inflammation for no reason)') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On (B)(6) 2009, the patient experienced menstrual disorder (seriousness criteria medically significant and intervention required). On an unknown date, the patient was found to have uterine leiomyoma ("uterine fibroma") and experienced presyncope ("recurrent vagal episodes"), gastrointestinal disorder ("gastrointestinal disorders"), pulpitis dental (seriousness criterion medically significant), rheumatoid arthritis ("autoimmune disease (chronic inflammatory rheumatism)") and fatigue ("chronic fatigue"). The patient was treated with surgery (partial hysterectomy). Essure treatment was not changed. At the time of the report, the menstrual disorder, uterine leiomyoma, presyncope, gastrointestinal disorder and fatigue outcome was unknown and the rheumatoid arthritis had not resolved. The reporter provided no causality assessment for fatigue, gastrointestinal disorder, menstrual disorder, presyncope, pulpitis dental, rheumatoid arthritis and uterine leiomyoma with essure. The reporter commented: 18 months after implant insertion menstrual disorders which led to a fibroma resulting in partial hysterectomy. Patient's current status was: she needed now to consider essure implant removal. Heavy treatments to date for autoimmune disease. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 19-apr-2021: this case was identified via fu by ha as a duplicate case of case (B)(4) and will be nullified from bayer database based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on 11-feb-2021. The most recent information was received on 18-feb-2021. This spontaneous case was reported by a consumer and describes the occurrence of menstrual disorder ('menstrual disorders') and pulpitis dental ('serious dental problems (inflammation for no reason)') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On (B)(6) 2009, the patient experienced menstrual disorder (seriousness criteria medically significant and intervention required). On an unknown date, the patient was found to have uterine leiomyoma ("uterine fibroma") and experienced presyncope ("recurrent vagal episodes"), gastrointestinal disorder ("gastrointestinal disorders"), pulpitis dental (seriousness criterion medically significant), rheumatoid arthritis ("autoimmune disease (chronic inflammatory rheumatism)") and fatigue ("chronic fatigue"). The patient was treated with surgery (partial hysterectomy). Essure treatment was not changed. At the time of the report, the menstrual disorder, uterine leiomyoma, presyncope, gastrointestinal disorder and fatigue outcome was unknown and the rheumatoid arthritis had not resolved. The reporter provided no causality assessment for fatigue, gastrointestinal disorder, menstrual disorder, presyncope, pulpitis dental, rheumatoid arthritis and uterine leiomyoma with essure. The reporter commented: 18 months after implant insertion menstrual disorders which led to a fibroma resulting in partial hysterectomy. Patient's current status was: she needed now to consider essure implant removal. Heavy treatments to date for autoimmune disease. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 18-feb-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (reference number: (B)(4)) on 11-feb-2021. This spontaneous case was reported by a consumer and describes the occurrence of menstrual disorder ('menstrual disorders') and pulpitis dental ('serious dental problems (inflammation for no reason)') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On (B)(6) 2009, the patient experienced menstrual disorder (seriousness criterion medically significant). On an unknown date, the patient was found to have uterine leiomyoma ("uterine fibroma") and experienced presyncope ("recurrent vagal episodes"), gastrointestinal disorder ("gastrointestinal disorders"), pulpitis dental (seriousness criterion medically significant), rheumatoid arthritis ("autoimmune disease (chronic inflammatory rheumatism)") and fatigue ("chronic fatigue"). The patient was treated with surgery (partial hysterectomy). Essure treatment was not changed. At the time of the report, the menstrual disorder, uterine leiomyoma, presyncope, gastrointestinal disorder and fatigue outcome was unknown and the rheumatoid arthritis had not resolved. The reporter provided no causality assessment for fatigue, gastrointestinal disorder, menstrual disorder, presyncope, pulpitis dental, rheumatoid arthritis and uterine leiomyoma with essure. The reporter commented: 18 months after implant insertion menstrual disorders which led to a fibroma resulting in partial hysterectomy. Patient's current status was: she needed now to consider essure implant removal. Heavy treatments to date for autoimmune disease. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.